Event description:
Complainant alleged that during in-service training by a zoll medical sales representative the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.